Event description:
The facility reported a fail code 810:04 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additonal contact info, patient demogragphics, medication involved, or pump programminng. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.